Event description:
Patient reported "hypodensity of the contents bilaterally, cysts". Later patient reported "chronic exhaustion, head pressure, migraine, ear bleeding, chest pain","cognitive limitations, concentration and memory disorders","numerous physical changes (hair loss, skin problems, nail growth disorders, sweating, etc.)","suspicion of connection to allergan implants, in particular risk of bia-alcl or systemic inflammatory reactions" and "implant defect bds and capsular fibrosis". Later healthcare professional reported "implant completely defective without preserved shell, capsule reaction" and "capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, g2, h3, h6.

Event description:
Patient reported "hypodensity of the contents bilaterally, cysts". Patient later reported "chronic exhaustion, head pressure, migraine, ear bleeding, chest pain, cognitive limitations, concentration and memory disorders and numerous physical changes (hair loss, skin problems, nail growth disorders, sweating, etc.)" All have been deemed not device related. Patient also reported "suspicion of connection to allergan implants, in particular risk of bia-alcl or systemic inflammatory reactions and implant defect bds and capsular fibrosis". Healthcare professional later reported "implant completely defective without preserved shell, capsule reaction and capsular contracture baker grade ii". Patient later reported "anxiety", patient also reported "nasal congestion, abdominal pain, otitis, herniated disc, arthritis in the fingers, hair loss, age spots and ganglion on the wrist" all have been deemed not device related. This record is for the left side. Device was explanted. Device was returned.